Manufacturer narrative:
The reported condition has been confirmed. The disposable loading unit advanced prior to clamping due to inadvertent actuation of the release button. No fault can be assigned to the event.

Event description:
The device was used during a gynecological procedure. Reportedly, the instrument misfired. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.